Manufacturer narrative:
Footboard.

Event description:
It was reported by service report that the patient right side of the footboard is cracked in half. It is unknown if there was patient involvement or if there are adverse consequences to report.